Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure with placement of two 3.5 x 18 mm xience prime stents in the proximal left anterior descending artery. On (B)(6) 2015, the patient was hospitalized for an unspecified reason and died. No additional information has been provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial report, information was received, indicating that on (B)(6) 2015, the patient was re-hospitalized due to breathlessness and cough. The patient was diagnosed with pneumonia, secondary to radiation pneumonitis secondary to lung cancer. The patient died on (B)(6) 2015. The study physician has deemed the adverse patient effects and patient death as un-related to the study device or study procedure. Although the breathlessness, cough, pneumonia, radiation pneumonitis, lung cancer and patient death are not related to the xience prime stents or procedure, this event has been reported; therefore, it will remain reportable. No investigation required.

Event description:
Subsequent to the initial report, information was received, indicating that on (B)(6) 2015, the patient was re-hospitalized due to breathlessness and cough. The patient was diagnosed with pneumonia, secondary to radiation pneumonitis secondary to lung cancer. The patient died on (B)(6) 2015. The study physician has deemed the adverse patient effects and patient death as un-related to the study device or study procedure. Although the breathlessness, cough, pneumonia, radiation pneumonitis, lung cancer and patient death are not related to the xience prime stents or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.